Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as 2134265-2009-1261, 2134265-2009-01262, and 2134265-2009-01264. It was reported by the pt that five months post a coronary drug eluting stenting treatment procedure where two taxus express2 drug eluting stents were implanted, he "had a clogged stent" and underwent angioplasty. Two years and eleven months post the initial stenting procedure, he experienced chest pains that were symptomatic for a myocardial infarction and a clot that led to another angioplasty to clear the two stents. His cardiologist believed that the pt is genetically predisposed to atherosclerotic plaque build up. It was further reported by his healthcare facility that two stents were located in the circumflex (cx) and proximal obtuse marginal (om2). Five months post the initial stenting procedure, the pt presented with an acute inferior myocardial infarction (mi). Angiography identified 60% stenosis in the proximal cx and 60-70% in the distal cx. A cutting balloon was used and balloon angioplasty was performed followed by the deployment of a 3.00x12mm taxus express2 drug eluting stent in the proximal cx. Eight months post the initial stenting procedure, restenosis was identified in the 't-stenting' in the cx. Inflations with a 2.75x12mm cutting balloon were made in the stents located in the proximal cx and om. Two years and eleven months post the initial stenting procedure, the pt presented with acute non st segment elevation mi. The following day, angiography revealed extensive thrombus in om2 filling the stent beginning at the bifurcation of om2 from the cx and extending through the stented segment. A non-bsc thrombectomy device was used to remove thrombus. Inflations with a 3x9mm balloon were performed and a "3.00x9" taxus express2 drug eluting stents (size does not exist) was deployed across the ostium of om2 into the proximal end of the previously implanted stent. Three years and seven months post the initial stenting procedure, the pt presented with acute non st segment elevation mi. Om2 is occluded with in-stent restenosis at its take off and 50% in-stent restenosis of the cx stent. Balloon dilatations were made in the cx and om2. A 3.00x12mm promus drug eluting stent was deployed inside the previously deployed om2 stent. A linear appearing 'lucency' was noted in the om2 with no staining. This was felt to be a linear dissection or thrombus. No intervention performed. Four years post the initial stenting procedure, the pt presented with unstable angina. Angiography revealed a severely stenotic left anterior descending (lad) artery, occluded cx at the beginning of the 'y-stenting' in the cx and om2, and the right coronary artery (rca) was occluded. Balloon inflations were made in the cx and om. Thrombus was removed from stented segment in the om and a 3.50x28 taxus express2 drug eluting stent was deployed in the cx.